Manufacturer narrative:
The pvs23 s/n # (B)(4) was returned to the manufacturer and it was received on 08 jul 2019. The returned valve was received in general good conditions. After decontamination, a visual inspection was performed on the valve without highlighting elements of non-conformity. Subsequently, a replication of collapsing phases was performed using the returned valve and a demo accessory kit m. No problems were encountered in the valve positioning and no difficulty was observed during the collapsing phase. Both the outflow crown and the inflow skirt were collapsed and correctly captured by the holder. Furthermore, the manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), and its nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device because it was not possible to reproduce the claimed collapsing difficulties. Based on the picture supplied by the field and on livanova¿s experience, it is possible that the event was caused by a malposition of the valve inside the dual collapser. In fact, if the valves is positioned too far forward in the dual collapser, the outflow crown is no longer in contact with the internal centering spokes of the dual collapser and it is no longer possible to collapse the valve correctly, according to what claimed by the field.

Event description:
On (B)(6) 2019, a pvs23 was intended for an aortic valve replacement. However, the valve was not implanted as reportedly difficult to collapse. The nitinol stent appeared bent which prevented a proper collapsing. Using the same accessory kit, a new pvs23 (sn (B)(4)) valve was successfully collapsed and implanted. The procedure was reportedly delayed of approximately 30 minutes (collapsing difficulties and set up the new valve). The patient remained stable throughout the delay. However, on postoperative day 1, the patient was brought back to the or for a re-do aortic valve replacement due to aortic insufficiency (reported through a separate medwatch, with livanova ref # (B)(4)). The patient¿s outcome was good after the second re-operation.